Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 24-year-old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in (B)(6) 2016, hypoglycemia in 2006 and breast mass. Current weight 145 lbs. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2011 and levonorgestrel (mirena) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge with odor") and urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("pain during menses"), vaginal haemorrhage ("vaginal haemorrhage") and bladder disorder ("bladder disorder"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, metrorrhagia, urinary tract disorder, alopecia, bacterial vaginosis, vaginal discharge, urinary tract infection, uterine polyp, dysmenorrhoea, vaginal haemorrhage and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, metrorrhagia, urinary problems, hair loss. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in august 2016, hypoglycemia in 2006 and breast mass. Current weight (B)(6). Concomitant products included ethinylestradiol; norgestimate (sprintec) since (B)(6) 2011 and levonorgestrel (mirena) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge with odor") and urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("pain during menses"), vaginal haemorrhage ("vaginal haemorrhage") and bladder disorder ("bladder disorder"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, metrorrhagia, urinary tract disorder, alopecia, bacterial vaginosis, vaginal discharge, urinary tract infection, uterine polyp, dysmenorrhoea, vaginal haemorrhage and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, metrorrhagia, urinary problems, hair loss. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: new events were added: menorrhagia, bacterial vaginosis, vaginal discharge with odor, uti infection, endometrial polyp, pain during menses. Lot number were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('very small pieces of coil were noted within the abdomen'), pelvic pain ('pain/ pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 24-year-old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in (B)(6) 2016, hypoglycemia in 2006, breast mass, irregular periods, urinary incontinence, gravida ii, parity 2, appendectomy and endometriosis. Current weight 145 lbs. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2011 and levonorgestrel (mirena) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge with odor") and urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("pain during menses"), vaginal haemorrhage ("vaginal haemorrhage") and bladder disorder ("bladder disorder"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding, urinary tract disorder, alopecia, bacterial vaginosis, vaginal discharge, urinary tract infection, uterine polyp, dysmenorrhoea, vaginal haemorrhage and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, metrorrhagia, urinary problems, hair loss. Current weight 145 lbs. Trailing coils: right: 06, left: 06. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('very small pieces of coil were noted within the abdomen'), pelvic pain ('pain/ pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 24-year-old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in (B)(6) 2016, hypoglycemia in 2006, breast mass, irregular periods, urinary incontinence, gravida ii, parity 2, appendectomy and endometriosis. Current weight 145 lbs. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2011 and levonorgestrel (mirena) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge with odor") and urinary tract infection ("uti infection"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine polyp ("endometrial polyp"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("pain during menses"), vaginal haemorrhage ("vaginal haemorrhage") and bladder disorder ("bladder disorder"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, abdominal pain, intermenstrual bleeding, urinary tract disorder, alopecia, bacterial vaginosis, vaginal discharge, urinary tract infection, uterine polyp, dysmenorrhoea, vaginal haemorrhage and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, device breakage, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, metrorrhagia, urinary problems, hair loss. Current weight 145 lbs. Trailing coils: right: 06, left: 06 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received-new event very small pieces of coil were noted within the abdomen were added. New reporter, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.